Event description:
It was reported that there were concerns that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and noted that there were indications that suggested the rv lead exhibited high capture thresholds. Ts suggested further testing and reprogramming. Ts provided a potential reason and suggested following actions. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.